Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufficient pump water, the pump head was used for a long time and deteriorated. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was inspected on-site and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.